Event description:
It was reported that during use issues occurred with the pen needle and it is unsure if full dose of insulin was injected with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: due to issues I am unsure of how much insulin I actually injected bd ultra fine nano 4mm.

Manufacturer narrative:
The following fields were updated due to samples being returned and evaluated: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-04-15 h.1 device return to manuf .?:yes h.1 device eval by manufacture?: yes h.6. Method codes: 10 & 3331 h.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for bending during use, leakage on lot # 9197309. Customer returned nine (9) sealed/unused 32gx4mm bd pen needles from lot 9197309. Consumer reported that needles are bending during injection, insulin is leaking onto her injection site, and after. All nine returned pen needles were examined and tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0092 good sample 2 good/good 0.0092 good sample 3 good/good 0.0092 good sample 4 good/good 0.0092 good sample 5 good/good 0.0092 good sample 6 good/good 0.0092 good sample 7 good/good 0.0093 good sample 8 good/good 0.0091 good sample 9 good/good 0.0091 good all 9 pen needles tested within specification. These 9 pen needles were then tested for flow using a test pen injector: all 9 pen needles were able to expel properly. No evidence of manufacturing defect was observed on the returned samples. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use issues occurred with the pen needle and it is unsure if full dose of insulin was injected with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: due to issues I am unsure of how much insulin I actually injected bd ultra fine nano 4mm.

Event description:
It was reported that during use issues occurred with the pen needle and it is unsure if full dose of insulin was injected with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: due to issues I am unsure of how much insulin I actually injected bd ultra fine nano 4mm.

Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-03-07. H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 9197309. No samples (including photos) were returned as of 6 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.